Event description:
It was reported to boston scientific in 2006 a product problem occurring during a coiling procedure of the internal carotid artery. The device in question was stretched and torn, and the physician had to retrieve the remaining portion of the device. It was reported that the "coil (device in question) was stretched and torn after the physician had repositioned twice because the space in fistula was not enough. When the physician wanted to withdraw and re-sheathed, the coil was stretched and torn at distal marker and proximal end coil remained inside the patient. The physician had to use snare to retrieve it out of the patient." It was reported the the procedure was completed with another device of the same type, that there were no patient complications, and that the patient condition was ok.

Manufacturer narrative:
The device in question is currently in process of evaluation by the manufacturer. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.